Event description:
The facility reported a colleague infusion pump which will not stay on under main battery power. According to the facility, it is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump which will not stay on under main battery power was confirmed during product evaluation. This condition was caused by the dc cable harness wires being connected to the wrong polarity connectors on the main battery harness. The main battery harness was replaced, thus correcting the reported condition. Should additional information be received, a follow-up medwatch will be submitted. This device is a remediated colleague pump with a user interface module software version of 6.13.90.